Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to broken connector on interface board. It was unable to verify the motor position encoder error alarm due to due to constant motor error alarms. Device was received with crack on reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then a motor position encoder error alarm. Blood glucose value was 552 mg/dl; treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.